Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported before using the device, it was found that some keys could not be used. The detection found that the contact of the device circuit board was abnormal, and the keyboard control board was readjusted. After the processing was completed, the function parameters of the device were tested and normal, and it was delivered for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cs100 intra-aortic balloon pump (iabp) had some keys that could not be used. There was no patient involvement.